Event description:
Customer reported they had five pyrogen reactions associated with three centrysystem 3 plus machines over a four week period. Forty minutes into a hemodialysis treatment, the pt complained of chilling and groin pain. Blood cultures were obtained. The pt completed the treatment and was then transferred to the emergency room and admitted to the hospital with a diagnosis of septicemia. The pt was discharged home after two days.

Manufacturer narrative:
Visual inspection of the balance chamber diaphragm revealed there were no visible external defects. The diaphragms were disseminated and visual inspection revealed suspect bio-burden build up on the balance chamber diaphragms. There were small visible tears or perforations in both balance chamber diaphragms along with significant material deformation or puckering. The root cause analysis for the reported condition is related to inadequate or not properly or routinely cleaning and disinfecting the machine according to the cobe centrysystem 3 plus operator's manual. The chemical dwell time was decreased from 120 minutes to 15 minutes which is inadequate to control microorganism levels to be within the guidelines. Gambro has found no evidence to suggest that any gambro device caused or contributed to this event.